Manufacturer narrative:
Batch review performed on 15 may 2024: lot 2335824: (B)(4) items manufactured and released on 07-sep-2023. Expiration date: 2028-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant batch review performed on 15 may 2024 on gmk-sphere 02.12.e004rp patella resurfacing size 4 e-cross (k202022) lot. 2345412 lot 2345412: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 2029-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to a patella that was dislocating laterally. The knee was lax. At about 2 months post primary the surgeon implanted a 17mm poly and sutured the soft tissue and the patient's patella was stable. The surgery was completed successfully.